Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter burst in the middle section during surgery. The patient was undergoing surgery for treatment of an anterior skull base dural arteriovenous fistula (davf). It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery with a diameter of 5mm. It was reported that catheter separation/break occurred during use. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was stuck inside the guide catheter. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the cause of the apollo burst was that the connection point was ruptured. The apollo burst upon injection. The embolic used was onyx. There was no resistance upon injection of the embolic into the apollo. The physician continuously injected the liquid embolic. The liquid embolic was not embedded in an unintended location. The apollo tip is located in the anterior ethmoid artery. The subject is in good condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.